Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis, and the complaint was confirmed. The Fenestrated Bipolar Forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The probable root cause of the thermal damage observed at the yaw pulley can be attributed to an inadvertent energy application from a monopolar instrument.

Event description:
It was reported that after a da Vinci-assisted surgical procedure, the Fenestrated Bipolar Forceps instrument had the plastic pitted on distal tip. The procedure was completed with no reported injury.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: No thermal damage nor arcing was observed during procedure. There was no patient injury or adverse event during or after the surgical procedure.